Event description:
It was reported that the manufacturing representative had a no telemetry situation with an activa rechargeable and it had to be sent in for analysis. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown, serial# unknown, product type unknown; product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_ext, serial# unknown, product type extension. (B)(4).